Event description:
It was recently discovered that pt's implanted port had become fractured. This was discovered on a chest x-ray. The catheter was in the right atrium. 25 mm snare was inserted through the femoral artery & the catheter was retrieved from the right atrium.